Event description:
It was reported that the patient's grandchild complained of the patient suddenly suffering from extreme fatigue, severe head pressure, high blood pressure, and a fall due to sudden unexplained weakness. The patient was treated for the episodes, and the device remains in use. Follow up was conducted for additional information regarding device relation, but was unsuccessful. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.